Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). It was reported that iab was used in off label. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, iab leak can occur due to one or more of the following probable causes an intra aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Iab leaks can result in the following 1 user not following instructions per IFU or mishandling or misuse of device. 2 off label use.

Event description:
It was reported that during use cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported. No harm or injury reported. From email fse reported that fluid (blood) had egressed out of the iab circuit (catheter) and into the iabp pim and leaked out into the cabinet where the safety disk resides. Fse team is still not 100 percent sure how far in the iabp pneumatics and won¿t know until repairs are started. Log files indicated that the end users observed alarms indicating issues with the iab catheter restrictions, gas loss in iab circuit and multiple autofill failures. Moreover, it was reported that iab was used in off label use procedure.